Event description:
It was reported that this inflatable penile prosthesis (ipp) perforated the patient's urethra. The perforation occurred on (B)(6) 2024; however, the repair surgery was performed on (B)(6) 2024. The surgical procedure was performed to repair the lesion. No components were explanted. No further patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) perforated the patient's urethra. A surgical procedure was performed to repair the lesion. No further patient complications were reported.